Event description:
The customer reported that the system would not complete the boot up process. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The contact boards in the monitor cart were checked and contact reinforcer was applied to the c-arm connector. The system was tested and found to be working as intended and put back into service.